Event description:
It was reported that when using the pyxis medstation es system, experienced cubie failure. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubies were not visible on the bus. A field service engineer effectively powered down the station and reset the row board connection on the drawer controller board to address the problem. The system functioned as intended after the field service engineer had troubleshot the device.